Manufacturer narrative:
Device evaluation the axium prime pusher was returned for analysis. There was no implant coil or instant detacher returned with the device. The actuator interface was loose on the coupler tube and still retained by the release wire. This is indicative that a mechanical detachment was attempted using an instant detacher. The break indicator was found intact, which is indicative that no manual detachment was attempted. No damages or irregularities were found with the pusher. The coin was found present and retracted away from the lumen stop; with the shield coil present and intact. An attempt to pull on the release wire caused the coin to retract easily without resistance. Based on the analysis performed, the customer report of ¿premature detach from non-detach¿ could not be confirmed. The pusher was returned with the implant coil already detached which is indicative of a potential premature detachment, however, it is not possible to confirm that the implant coil could not detach prior to this. Based on the returned device, there was evidence of mechanical detachment attempt using an instant detacher. Since the implant coil and instant detacher were not returned; any contribution of the implant coil and instant detacher to the premature detachment from non-detachment could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detach within the aneurysm. The device was retrieved without issue. Once the device was removed, the coil fell on the floor from within the sl10 microcatheter. A second instant detacher was not used. Manual detachment was not attempted. No patient injury occurred. The devices were prepared and used per the instructions for use (IFU).